Manufacturer narrative:
Additional information was received on january 16, 2020 providing an additional concomitant product of the smartablate generator. Therefore, added this generator to d11. Concomitant medical products and therapy dates. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2020 and it was received in the condition reported as the first visual noted reddish-black material on the catheter tip. The second closer inspection performed, found thrombus on the tip. This issue remains reportable. Investigation summary: it was reported that during an atrial fibrillation (afib) ablation procedure, a thrombus was found attached to the tip of a thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the issue was resolved. The procedure was completed without patient consequences. The device was visually inspected and reddish-black material was found on the catheter tip, a second closer inspection was performed and it was found with thrombus on the tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. The flow test was unable to perform due to the thrombus observed blocking the distal tip. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-000624550

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, a thrombus was found attached to the tip of a thermocool® smart touch® sf bi-directional navigation catheter. The catheter was replaced, and the issue was resolved. The procedure was completed without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.